Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer had low blood glucose levels of 54 mg/dl. The customer treated with food and juice. The customer reported multiple unexpected restarts by the insulin pump. The customer also reported needing to reprogram the time and date settings on the insulin pump every time it would restart. The customer was advised that the insulin pump would need to be replaced. No additional information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.